Event description:
It was reported that the customer's insulin pump blanked out and there is an empty battery signal as well as a dark circle on the display. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.